Event description:
Two valiant stent grafts were implanted in a pt for the endovascular treatment of 29.7 cm long dissection of the proximal descending aorta, starting at the left subclavian to the level of the diaphragm, approx 8 months ago. The pt had presented back and chest pain. Vessel morphology at that time was reported as the maximum aortic diameter was 39 mm. The true lumen diameter was 16 mm; the false lumen diameter was 32 mm. The aorta had mild tortuosity and no thrombus. Three days after implant, a CT scan revealed that the maximum aortic diameter was 20 mm. There was continued perfusion of the false lumen from a branch vessel. An intervention with a left subclavian plug was performed nine days after implant to resolve the (type ii) endoleak. The endoleak was assessed to be unrelated to the device and dissection but related to the procedure. Approx ten days after the intervention, a CT scan showed that there was perfusion of the false lumen from the pre-existing tear. Approx six weeks ago, the CT scan showed continued perfusion of the false lumen from a branch vessel. The maximum aortic diameter was 50 mm. The true lumen diameter was 26 mm; false lumen diameter was 19 mm. A distal type I endoleak, assessed to be unrelated to the device and procedure but related to the dissection, was noted and left untreated. No add'l clinical sequelae were reported, and the pt is fine.

Event description:
It was reported at the 6 month follow up appointment that the patient had a type ia endoleak. The patient had a left subclavian artery plug placed and the endoleak resolved. The investigator assessment states that the event is not related to the study device; however it is related to the study procedure.

Event description:
(B)(4).

Event description:
Updated information was received. The device lot number has been updated. It was reported that there was never a type ii endoleak. The proximal type I endoleak was first observed on the discharge CT. The two year follow-up CT shows no evidence of endoleaks, but there is continued perfusion of the false lumen from a pre-existing tear.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (pre-operative dissection; type ii endoleak). Conclusion: (pre-operative dissection; type ii endoleak).